Event description:
Caller states, the expiration date printed on the comfort curve test strip vial is 1/31/09. MFR reports the expiration date as 1/31/08. No adverse event reported. Requested return of suspect device and replacement was sent.